Manufacturer narrative:
Additional information: according to the received information from the field, the recipient stopped receiving benefit from the implant system. Reportedly external parts have been exchanged however the situation did not improve. In situ measurements point to a fully functional device apart from the most basal channel showing hi status, likely due to being extra cochlea. However this does not explain that the recipient's lack of benefit. Currently no further information has been received despite requests and a root cause for the reported problem cannot be determined.

Event description:
The recipient reported sudden loss of hearing sensation with the device 4 month ago. Since that the recipient had no longer been wearing the device. Previously the recipient was successfully using the device. There was no accident or trauma reported. Revision surgery is considered.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient stopped receiving benefit from the implant system. Reportedly external parts have been exchanged however the situation did not improve. In situ measurements point to a fully functional device apart from the most basal channel showing hi status, likely due to being extra cochlea. However this does not explain that the recipient's lack of benefit. Currently no further information has been received despite requests and a root cause for the reported problem cannot be determined. Additional information: as per additional information received from the field re-implantation is considered but no date has been communicated yet. Apart from that the above mentioned results still apply.

Event description:
It was reported that the recipient lost hearing sensation with the device 4 month prior and then rejected wearing the external component. Previously the recipient was successfully using the device and was a regular user. Re-implantation is reportedly planned; however no further information was made available.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported sudden loss of hearing sensation with the device 4 month ago. Since than the user no longer wearing the device. Previously the user was successfully using the device. There was no accident or trauma reported. Revision surgery is considered.